Event description:
It was reported that the ventilator failed the flow transducer test during the pre-use check. During non invasive ventilation (niv) the readings for o2 were low.

Manufacturer narrative:
Maguet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.